Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation against the communicator was not confirmed. Analysis found no evidence of device issue, malfunction or damage outside the bounds of normal medical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called as the communicator started smoking. The company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient called as the communicator started smoking. The company representative opted to send a new communicator. The communicator is no longer in service. No adverse patient effects were reported.